Event description:
On (B)(6) 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ping meter would not power on. The pt reported that the alleged power issue began on the morning of (B)(6) 2009. Prior to when the alleged issue was discovered, the pt claimed he had developed a headache. The pt denied receiving medical treatment. At the time of troubleshooting, the cca confirmed that the subject meter's had been replaced as recommended in the owner's booklet. The alleged power issue remained unresolved. Replacement product was sent to the pt. There is no indication that the subject meter caused or contributed to a serious injury. The pt did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.